Event description:
During local anesthetic injection of the groln for a heart catheterization, the syringe berrel tip broke causing the staff member to jump in surprise and plerce his skin with the used 25ga needle. The pt having the procedure tested positive for hepatitis c and the staff member is following up appropriately.